Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). The cause for the failure was isolated to shorted u409 component on the c/a board. Additionally the insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were shorted. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.